Event description:
The customer observed positively biased tropomn I results from three patients that were reported to the floor. Follow-up samples from each patient gave normal results. Elevated results of this magnitude reported to a physician might lead to cardiac catheterization. There was no report of patient harm as a result of this event.